Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized on (B)(6) 2016 with high blood glucose and diabetic ketoacidosis. Blood glucose value at the time of incident was 1200 mg/dl. He was treated with insulin drip. The customer mentioned he was taking bipolar, depression, thyroid, and other diabetic medication. The customer was not using the insulin pump at the time of the hospitalization but it is unknown for how long he was off the device. Blood glucose at the time of the call was 130 mg/dl. No troubleshooting was done. The insulin pump was not replaced or returned for analysis.